Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, a photo was provided. It was observed that the polymer jacket was detached. Additionally, it was noted that the core wire was bent and kinked.

Event description:
It was reported that the tip detached and remained in the patient. A 300cm v-14 guidewire was selected for use in a below-the-knee percutaneous transluminal angioplasty procedure in the posterior dorsalis pedis. A rubicon 14 was advanced over the v-14 guidewire. After withdrawing the v-14 guidewire from the rubicon 14, it was observed that part of the guidewire tip remained in the foot. Additional intervention was performed. However, attempts to retrieve the guidewire tip were unsuccessful. The procedure was not completed. No patient complications were reported.

Event description:
It was reported that the tip detached and remained in the patient. A 300cm v-14 guidewire was selected for use in a below-the-knee percutaneous transluminal angioplasty procedure in the posterior dorsalis pedis. A rubicon 14 was advanced over the v-14 guidewire. After withdrawing the v-14 guidewire from the rubicon 14, it was observed that part of the guidewire tip remained in the foot. Additional intervention was performed. However, attempts to retrieve the guidewire tip were unsuccessful. The procedure was not completed. No patient complications were reported.